Event description:
It was observed that during the device inspection, the electrosurgical generator had an error code of e433, the top cover was deformed and scratched. The high-voltage power supply and the generator board were damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: b5 (please disregard "the top cover was deformed and scratched" as this is not a reportable malfunction), h6 component code (please disregard 772 - cover), h6 problem code (please disregard 3020 - scratched material, 2978 - material integrity problem, 2981 - material twisted / bent as the only reportable malfunction was the e433 error) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (12) years since the subject device was manufactured. Based on the results of the investigation, error message e433 was reported in the error-log of the device. However, the event could not be reproduced during evaluation, therefore a definitive root cause could not be determined. Possible causes for the occurrence of an e4333 error message include the following: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user operates the foot switch during the start-up of the device (temporary error caused by the user's action). 3. Defective footswitch due to short-circuit in the footswitch plug (temporary error). This case was handled by CAPA-147p-017, implemented on (B)(6) 2015. 4. Defective footswitch due to defective reed contact (temporary fault). 5. Defective cable connection between hvps board and generator board (temporary or permanent fault). 6. Defective cable connection for the output signal between generator board and relay board (temporary or permanent fault). 7. Defective transformer tr1 on the generator board (permanent fault). 8. Defective current converter on the generator board (permanent fault). 9. Defective impedance converter on the generator board (permanent error). 10. Defective peak rectifier on the generator board (permanent error). 11. Missing driver signal for the output stage of the generator board (permanent error). 12. Output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 13. No or too low supply voltage from the hvps board (permanent error). 14. Defective hvps board due to short-circuit of the mos transistors (permanent error). In such cases, popping noises or sparks can sometimes be observed or noticed by the user. This could be caused by a defective transformer tr5 on the motherboard, which incorrectly switches the hvps to 110-volt operation with a mains voltage of 230v. 15. Defective hvps board due to thermally damaged inductor l3. 16. Defective motherboard due to short-circuit of resistor ntc1 (permanent error). 17. Defective motherboard due to defective adc (permanent error). 18. Defective tvs diodes on the relay board (permanent error). Olympus will continue to monitor field performance for this device.